Event description:
It was reported by the user facility that there was fluid ingress. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the patient's skin may have broken down while on the mattress and that there may have been fluid ingress. Follow-up submitted with evaluation results provided by customer which determine there was fluid ingress. The device manufacture date could not be obtained as the serial of the device could not be identified and therefore, stryker was not able to perform an evaluation. Customer was informed that should the product become available for evaluation to notify a stryker technician for an inspection. (B)(4).

Event description:
It was reported by the user facility that the patient's skin may have broken down while on the mattress. It was also reported there may have been fluid ingress. There was patient involvement; however, no clinically relevant delay in treatment was reported.